Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up arrow and down arrow keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. The reporter stated that the keypad buttons are flat and do not spring back. The patient reportedly wore the pump in a pocket and cleans the pump with a wet cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that all of the buttons were intermittently unresponsive and required multiple presses to elicit a response. The up and down buttons are hard to press and require increased force to engage. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Observed the battery compartment is cracked at opening of battery chamber extending down to the primary seal. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. There was no issue with loss of power. No evidence of moisture damage in battery compartment. The text on the display screen is dim/faded and discolored.